Event description:
(B)(4). One-x, while in use on a donor: spectra loaded and hpc, apheresis started using auto pbsc program. On examination, noted that the portion of collect line tubing in the collect pump was too long. This caused the line to be sheared. Procedure stopped after 50 minutes -new machine and kit used to complete hpc, apheresis. No alarm messages. Apparently, the customer had 4 occurrences according to tech service. The customer said that when the machine was running, the pump tube loop was too big and that it was folding and occluding as the roller ran round the housing. They stopped the run and loaded another set and this worked fine.

Manufacturer narrative:
(B)(4). The customer had experienced the problem a day or two earlier. We don't know if it was the same machine. They have 8 and they move them around a lot. The customer's opinion was that the problem was the loop was too large and the machine. The customer also stated that all the other machines have been running since without a recurrence of this problem. Pm scheduled for (B)(4). No preventative maintenance performed following complaint as site could not determine if multiple occurrences took place on one or more machines. One disposable was returned for investigation. The tubing appears to be correct length. It does not have a leak, but has abrasions around the inside circumference of the pump header tube (thin collect line). During testing, the cartridge loaded/unloaded on spectra pump headers successfully 3 times. The tubing at the lower right tab is not completely glued in place at present, but adequate solvent appears to be present. It is not clear whether this issue could be related to the cause. It is not clear whether this issue could be the result of the tubing being snagged. The tubing does give a little extra stretch/length.